Manufacturer narrative:
Ous MDR - the analysis of the lead found that the insulation of the lead body was massively damaged by squashing approx 41 cm distal of the connector pin. Furthermore, the insulation was damaged by fraying about 67 cm distal of the connector pin. These damage manifestations can with high probability be regarded as the cause for the clinical complaint. The damage to the insulation by squashing requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical load on the lead due to the "subclavian crush syndrome". The fraying of the insulation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress on the lead in the region of the valve plane. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the rv shock coil is probably a result of the explantation process.

Event description:
Ous MDR - this system was explanted after about 54 months, due to inappropriate shock deliveries.